Event description:
The patient had a biventricular (biv) ICD implanted. Upon ICD evaluation by the st. Jude medical rep on the following day, the left ventricular (lv)/coronary sinus (cs) lead threshold had increased, requiring further investigation. Upon fluoroscopy, lv/cs lead was noted to have dislodged from the coronary sinus. The patient was scheduled for lead revision the next day. The patient was doing fine after the procedure.======================manufacturer response for cs/lv lead, sjm quickflec cs/lv lead (per site reporter).======================none at this time.